Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a rehab facility at the time of the event and nurses were present. Review of the event indicates that the patient entered vf at 17:53:07 and two 150j shocks were delivered at 17:54:18 and 17:54:48. The rhythm after both shocks remained in vf. The response buttons were pressed beginning at 17:55:45. It is unknown who pressed the response buttons. CPR artifact was then observed on the patient's ECG recording. One non-lifevest shock was delivered at 18:08:30. The patient's rhythm pre- and post-shock is unknown due to the presence of CPR artifact. The lifevest delivered two additional shocks at 18:13:29 and 18:13:54. The patient's rhythm again pre- and post-shock is unknown due to the presence of CPR artifact. The lifevest then declared a non-treatable rhythm at 18:13:57.